Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 36mmx3.0mm, target lesion was located in the moderately tortuous and lightly calcified left anterior descending artery. Following pre-dilatation, a 3.00x38mm promus element plus stent was advanced to treat the lesion. However, the stent was damaged when crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 36mmx3.0mm, target lesion was located in the moderately tortuous and lightly calcified left anterior descending artery. Following pre-dilatation, a 3.00x38mm promus element plus stent was advanced to treat the lesion. However, the stent was damaged when crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element plus,mr,ous 3.00x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.